Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut itself off and was unable to reboot. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the device was turning itself off, however it was noted that the device would not power-up. It was also noted that the power cord bay assembly latches were broken, and the programmer failed the right antenna test due to being loose. All found defective parts were replaced and all other identified issues were resolved. If information is provided in the future, a supplemental report will be issued.